Manufacturer narrative:
: Manufacturer¿s analysis confirmed the customer comment via the error log that the device overheated; the micro processor unit (mpu) printed circuit board (pcb) assembly was replaced. The customer comment of slow printing was also confirmed; the hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a message about overheating displayed when trying to print. Followup indicated the programmer was overheating. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the programmer has been returned.